Event description:
The device was returned for analysis after being explanted for normal battery depletion indicators. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: analysis found a high current drain condition. Electrical analysis revealed the cause of the high current drain to be current leakage in the battery filter capacitors.